Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures, annular tear, or rupture are known potential risks or adverse events associated with the overall thv procedure and may require intervention. According to the thv training manuals, risk factors for aortic dissection, hematoma, or annular rupture during the thv procedure include significant thv oversizing, severely obliterated sinuses of valsalva, porcelain aorta, and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to cardiovascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve, and procedural success. Pericardial effusion is an abnormal accumulation of fluid in the pericardial cavity. Because of the limited amount of space in the pericardial cavity, fluid accumulation will lead to an increased intra pericardial pressure which can negatively affect heart function. When there is a pericardial effusion with enough pressure to adversely affect heart function, this is called cardiac tamponade. It can be caused by a variety of local and systemic disorders, or it may be idiopathic. Pericardial effusions can be acute or chronic, and the time course of development has a great impact on the patient's symptoms. In thv patients, it may be caused by guidewire perforations or annular ruptures. In transapical patients, postoperative pericardial effusions are common, most will resolve spontaneously, and some may require intervention. Per the instructions for use (IFU), cardiac tamponade is a potential adverse event associated with the transcatheter valve replacement (tvr) procedure and the use of the edwards thv devices. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. The root cause of the event was likely impacted by patient, (complex anatomy and genetic defect of the patient) and procedure related factors. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Device remained implanted.

Event description:
Edwards received notification from our affiliate in germany. As reported, this was a case of an implant of 23mm edwards sapien 3 ultra transcatheter valve, in the aortic position by transfemoral approach. The patient had severe aortic tortuosity and genetic defect (height 113cm) was planned for the implant of a 23mm s3 ultra valve. After the stiff wire was placed in the ventricle, when the system was already inserted into the patient, the patient became asystolic. A 25 minute long CPR followed and ECMO was initiated. Following this, implantation of the valve was possible. The tee showed pericardial effusion which was treated but lead to a cardiac tamponade. The patient died later the same day in ICU. As per medical opinion, the cause of the pericardial effusion was probably due to a buddy balloon maneuver, but during the intervention the implanter was not sure what the root cause was it could be a perforation with a wire or an annular rupture. As per medical opinion, multifactorial events, including the procedurally created wide open ai were a factor as well as complex anatomy and genetic defect of the patient.